Event description:
Customer reported that she has been receiving no delivery alarms. Customer stated she has performed troubleshoot on the insulin pump in the past and does not feel comfortable with the device and declined to troubleshoot. Customer stated she has not noticed any bent cannulas on the infusion sets. Customer stated that she has a hearing problem and has difficulty hearing the alarms; she has used the vibrate mode but is not certain it is functioning properly. Blood glucose value was 210 mg/dl; she has retrieved to manual injections as her back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.